Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to remove the gripper line was confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the inability to remove gripper line. It was reported that the first mitraclip delivery system (cds), was inserted and the mitral valve was grasped, but the gripper line was unable to translate during the establish gripper line removability step. Troubleshooting maneuvers were performed, but were unsuccessful. This cds was removed and replaced with a second cds. Two mitraclips were successfully deployed. Mitral regurgitation was reduced from 4 to 2. There were no adverse patient effects. No additional information was provided.